Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a peripheral interventional procedure using a 6f sheath. Reportedly, a suture break during knot advancement occurred with the two prostyle devices. The physician pulled too hard. A non-abbott device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported suture separation appear to be related to user error. In this case, the instructions for use deviation appears to have contributed to the reported difficulties. Reportedly, while advancing the knot, the physician pulled too hard and the suture broke. It should be noted that the electronic perclose prostyle instructions for use, states: complete knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taught. Do not excessively tighten the suture knot. To avoid suture breakage, always pull on the suture limbs with slow consistent increasing tension. In this case, the IFU deviation appears to have contributed to the reported difficulties. However, the account reported and physician is aware of the deviation. Therefore, a notification letter is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force the additional device referenced in b5 is filed under separate medwatch report number.